Manufacturer narrative:
This report is being supplemented to provide additional information based on the updated legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the following: 1) mechanical (mechanical) stress (load) such as hitting and dropping was applied to inside the electric circuit of the image sensor mounted in the distal end of the scope, and the status of the electric connects became bad and it has a had influence on the image signal output and it became unstable. 2) accumulation of electrical load (stress) of repeated energization to the image sensor mounted in the image sensor unit including the electric parts mounted on the electrical circuit board, applied static electricity accidentally or the status of the electric connects became bad temporarily and it had a bad influence on the image signal output and it became unstable due the to overcurrent such as insertion or pulling while the system was on. Moreover, on the applied voltage such as overcurrent occurred due to insertion and pulling of the connector while the system was on, overcurrent from other components or electrical wiring, or adhesion such as dust or moisture at the system and the electric contacts of the video connector. The instructions for use identified verbiage that can help detect the phenomenon: "¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿ as below. "[Inspection of the endoscopic image] [confirm that the wli and nbi endoscopic images are normal.] 1. Before inspection, wipe the objective lens using a clean lint-free cloths. 2. Turn on the video system center, light source, monitor and inspect the endoscopic image as described in their respective instruction manuals. 3. Adjust the brightness level as appropriate. 4. While observing the palm of your hand, confirm that the examination light is on and that the endoscopic image is free from irregularities. 5. Angulate the endoscope and confirm that the endoscopic image is free from irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and device evaluation. The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the charged coupled device was damaged, the video plug section had a damaged circuit board, there was a pinhole on the video cable, the adhesive on the protective coating of the bending portion of the device was chipped, there were scratches on the protective coating of the bending portion of the device, the video connector, the control unit, the grip, the right/left lever, the light guide cover glass, the light guide connector, and the video connector, switch 1 is damaged, the video connector is cracked, the up/down lock lever was damaged, and the angulation wires were worn making the up angle out of specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon (no image) was likely caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. The instructions for use identified verbiage that can help detect the phenomenon: "¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using a clean lint-free cloths. 2. Turn on the video system center, light source, monitor and inspect the endoscopic image as described in their respective instruction manuals. 3. Adjust the brightness level as appropriate. 4. While observing the palm of your hand, confirm that the examination light is on and that the endoscopic image is free from irregularities. 5. Angulate the endoscope and confirm that the endoscopic image is free from irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor the field performance for this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope was not producing an image. The issue was found during preparation for use in an unknown procedure, which was completed using a similar device. There were no reports of patient harm.